Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the fully inserted preloaded monofocal intraocular lens (iol) was explanted from the patient's right eye in a secondary surgery due to dysphotopsia, glare, ghosting, starburst, halos, and reduced contrast sensitivity. The issue was first identified during a post-operative examination. Directions for use were followed. A non-johnson and johnson iol was implanted as replacement (li61ao +16.0). No unplanned sutures, vitrectomy, or incision enlargement was required. The patient is fully recovered. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 18, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the returned suspect product and found the lens was received cut in half and coated in viscoelastic residue. The lens pieces were cleaned, and one half presented with the edge and optic body damaged. No further evaluation was performed. The complaint issues reported were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.